Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed an inaccurately high result compared to his feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that on the evening of (B)(6) 2019, he obtained an alleged inaccurate blood glucose result on the subject meter of "334 mg/dl". The patient felt the result was high compared to his feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with metformin oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine as a result of obtaining the reported reading. He indicated that an unknown time later, but still during the evening of (B)(6) 2019, he developed symptoms of "sweaty and real bad" which he associated with a low blood glucose excursion. He indicated that he went to the hospital where a blood glucose result of "164 mg/dl" was obtained on the hospital meter at an unknown time. The patient compared this reading to the one taken earlier on the subject meter and concluded that the onetouch meter was reading inaccurately high. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he received treatment (type unknown) from a healthcare professional. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms which meet lfs' criteria for a serious injury adverse event requiring medical intervention, after he obtained an alleged inaccurately high blood glucose result on the subject meter and continued with his normal diabetes management routine.